Event description:
It was reported that the lead was exhibiting high thresholds. The patient presented to the hospital after receiving inappropriate shocks due to noise. It was not determined which device contributed to the noise. Hence, both the ICD and lead were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
A fracture of the inner coil was found at the helix shaft near the welds consistent with cyclic stress.